Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit is not working properly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse checked and performed all required tests for more than one hour. There were no issues observed. The iabp was returned to the customer in working condition.